Event description:
During a follow up, high capture threshold and low sensing of the right ventricular lead were observed. During the revision, the lead was observed in a different position than when implanted. The physician decided to reposition the lead. However, the lead was explanted when repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.